Event description:
It was reported that the right atrial (ra) lead experienced increased threshold and an impedance spike. In addition, a polarity switch was triggered. A possible lead fracture is suspected. A chest x-ray was performed with no anomalies found. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was undefined and the atrial pacing capture threshold was elevated. The analyst noted that the atrial capture management threshold trend was highly variable throughout the record, then spiked to greater than 2.5 volts the week of 2014-(B)(4). The atrial lead impedance was highly variable throughout the record, with an approximate average of 450 ohms, then spiked to greater than 9999 ohms the week of 2014-(B)(4). A lead warning and polarity switch occurred.